Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer stated that he was doing a complete set change, and when he was filling the tubing, the insulin pump alarmed no delivery. He stated that he had rewound the insulin pump with the reservoir in place. He was advised against doing so, as this may result in presence of air bubbles. He was assisted with changing the complete infusion set systems and he did not receive another no delivery alarm. The customer did not know the blood glucose reading. He confirmed that the alarm had been resolved by a complete set change and declined to return the infusion set and reservoir for analysis. He was advised to monitor the insulin pump and call back if the issue persisted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.